Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. The device shaft was kinked at the proximal end. The device shaft bowed during a failed deployment attempt. Functional analysis found that it was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damage to the shaft discovered during analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on march 10, 2016 that an ultraflex tracheobronchial stent was to be used to treat a malignant stricture during stent placement procedure performed on (B)(6) 2016. During the procedure, the ultraflex tracheobronchial stent failed to deploy and the catheter bowed. The stent and delivery system were removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.